Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure and during right inferior pulmonary vein isolation, the diaphragm stopped moving. The ablation was stopped and there was 5 minutes of wait time. The diaphragm recovered. The procedure continued and was completed. Phrenic nerve palsy was confirmed. The patient had a chest x-ray and the phrenic nerve remained paralyzed. There was no prolongation of hospitalization. No further patient complications have been reported as a result of this event.